Manufacturer narrative:
Approximately 3mm of tip has been broken off, consistent with interface during usage. Fracture surface analysis revealed fairly flat, brittle fracture surface and circular material flow, consistent with torsional overload. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that during an uspecified spinal fusion surgery, the tip of the driver stripped and broke-off in a non-breakoff set screw during tightening. All pieces were recovered. No patient complications were reported.